Manufacturer narrative:
Greatbatch conducted a review of the maude database and discovered on march 10, 2017 that the distributor submitted a MDR for a device manufactured by greatbatch. A search was performed for the event within the greatbatch complaint database and it was discovered greatbatch was not notified of the complaint by the distributor. Greatbatch communicated to the distributor to notify and forward all complaints relative to greatbatch manufactured devices. The distributor provided a list of complaints for the same item number. The list was reviewed and the complaints that greatbatch was not notified of were entered and reviewed for reportability accordingly. The evaluation of the complaint discovered during the maude database review is below. The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed to confirm the reported event. However the distributor provided the root cause and associated the malfunction to wear and misuse or handling. A manufacturing review was performed and no discrepancies were found that would contribute to the reported event. The greatbatch risk management documents were reviewed and the failure mode has been addressed and falls within the occurrence rate identified. In summary, the complaint could not be confirmed by greatbatch but the customer has associated the cause to be wear and misuse or handling. No further investigation is required. (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown procedure on a male patient, the instrument failed while trying to insert the cup, the cup was lodged in the bone. The surgeon was trying to reseed the cup and in doing so the impactor threads broke off. There was another suitable device available. The incident did cause a 20 minute delay in surgery, however, surgery was completed as intended. There was no risk to the patient noted and the instrument was inspected prior to surgery and was found to be acceptable.